Event description:
Customer reportedly received results of 216mg/dl and 99 mg/dl within 10 minutes on the advantage system. Low blood symptoms reported with these results; able to self treat. Two days later, customer reportedly received the following results on the advantage system within 10 minutes: 81 mg/dl, 258 mg/dl and 265 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.